Manufacturer narrative:
The medwatch report indicated the event occurred in (B)(6) 2020. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shutdown without any audible alarms during patient infusion (medication, dose, programmed amount and delivery rate unknown). It was stated that the pump gave an error message "improper shutdown" prior to inserting tubing. The pump was restarted, programmed and infusion begun. Several minutes later it was noticed that the pump had shut itself off without any audible alarms. The event occurred in the emergency department. There was patient involvement but no report of patient injury or medical intervention associated with this event. No additional information is available.